Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event occurred in the cath lab. Length of time prior to the event ~ fifteen minutes. The medical doctor (md) passed the saf (super arrow flex) sheath over the dilator over the guidewire and advanced into the femoral artery. The dilator was removed. The intra-aortic balloon (iab) was prepped properly; maintained the vacuum on the balloon, and there was nothing special at that time. When inserting the iab central lumen over the guidewire the md was unable to do so; the iab could not be advanced over the guidewire. As a result the md removed the failed catheter with sheath together. All procedures were conducted according to the instruction for use. The procedure was completed successfully after the iab was replaced. There was no reported patient death, injury or complications. There was ~ a ten minute delay in intra-aortic balloon pump (iabp) therapy. Medical / surgical intervention was not required. The second iab was inserted into the same insertion site. There was no harmful outcome to the patient.

Manufacturer narrative:
(B)(4). Teleflex performed an evaluation of the reported complaint. The complaint of tight over guidewire is unable to be confirmed because the original guidewire was not returned for evaluation. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex will continue to monitor for similar reports of this issue.

Event description:
It was reported that the event occurred in the cath lab. Length of time prior to the event ~ fifteen minutes. The medical doctor (md) passed the saf (super arrow flex) sheath over the dilator over the guidewire and advanced into the femoral artery. The dilator was removed. The intra-aortic balloon (iab) was prepped properly; maintained the vacuum on the balloon, and there was nothing special at that time. When inserting the iab central lumen over the guidewire, the md was unable to do so; the iab could not be advanced over the guidewire. As a result, the md removed the failed catheter with sheath together. All procedures were conducted according to the instruction for use. The procedure was completed successfully after the iab was replaced. There was no reported patient death, injury or complications. There was ~ a ten minute delay in intra-aortic balloon pump (iabp) therapy. Medical / surgical intervention was not required. The second iab was inserted into the same insertion site. There was no harmful outcome to the patient.